Manufacturer narrative:
No lot number was provided; therefore, device history record (DHR) review could not be completed. No product sample was received; therefore, no visual and functional testing could be performed. The reported issue could not be confirmed due to the fact that no samples, pictures or videos were received to perform a thorough investigation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Operator of the device is unknown.

Event description:
It was reported that the pump alarmed mid infusion, then once restarted, ran for 1 minute and then had another alert alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned however the pumps operators manual in section references indicates the pump may alarm or appear that the keypad is not functioning, or the device is not functioning properly for various reasons, many of these are alarms to alert the user of a certain condition or event such as an occlusion or detached disposable and do not necessarily mean there is a problem with the functioning of the device. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR (device history review) was not conducted, based upon review of the information provided by the customer and age of the pump, as it does not necessarily indicate a problem with the initial manufacture or prior repair of the device, corrected data: h4: correction: device manufacturing date: 12-dec-2016. D4: correction: model number: 7400.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. The reported problem was duplicated. The main processor board was found to have failed. The root cause of the issue was not able to be determined. Actions were taken to mitigate the reported issue: replaced main processor board, front and rear housings, keypad, calibrated device, and installed software. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.